Event description:
Multiple patients were bladder scanned and the readings were inaccurate resulting in patients having another procedure such as straight cathed. Prior to this issue, the probe was replaced. The device is only 3 years old. Device manufacturer- laborie medical technologies, device model md-600.